Event description:
It was reported to resmed that an astral device stopped ventilating without alarm while in use by a hospitalized patient. It is alleged that the patient went into cardiac and/or respiratory arrest and required CPR and was later transferred to the intensive care unit. Resmed did not have access to medical records or any independent verification of the alleged arrest or any other clinical outcome related to the patient.

Manufacturer narrative:
The device was not returned to resmed. Resmed was unable to retrieve the device from the parties that currently own it and could not review their records to determine the accuracy of reports that the device stopped ventilation without an alarm. Resmed reference #: (B)(4).